Event description:
Customer complaint: limited data available. The customer experienced inaccurate readings. They had their doctor check the wrist monitor and it was noted that the item was "horribly inaccurate".